Event description:
It was reported that the patient presented to the hospital for a pacemaker changeout procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited loss of capture and low pacing impedance. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.